Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted, discussed that the r wave diminished significantly and device exhibited t wave oversensing. Ts recommended postural assessment with pocket manipulation and chest x ray for system location. Smart pass was disabled due to the low amplitudes. The device therapy was programmed off. It was also noted that the shock impedance was high withing normal limits greater than 125 ohms. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. Technical services (ts) was consulted, discussed that the r wave diminished significantly and device exhibited t wave oversensing. Ts recommended postural assessment with pocket manipulation and chest x ray for system location. Smart pass was disabled due to the low amplitudes. The device therapy was programmed off. It was also noted that the shock impedance was high withing normal limits greater than 125 ohms. This s-ICD system remains in service. No additional adverse patient effects were reported.